Manufacturer narrative:
(B)(4). The complaint opt942 optiflow adult nasal cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt942 optiflow adult nasal cannula was ripped. There was no patient involvement.